Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the screen did not light up so it was hard to see sometimes. The customer¿s blood glucose was unknown. Customer also stated that battery cap compartment broke off. The devise will not be returned for analysis.